Event description:
The customer reported that the system displayed a precharge failure error message during a procedure. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The generator battery and the battery charger board were replaced. The system was tested and operates as intended.